Event description:
It was reported that the wire portion of the depth gauge broke off during a talas fracture repair procedure. The broken piece was recovered. The surgeon used another instrument to complete the case.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received in 3 pieces, the broken hook/needle, the body, and the slide/handle assembly, the protection sleeve was not returned for eval. The hook is bent severely and sheared off mid thread at the interface with slider. Measurable dimensions were found within spec. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is indeterminate from a mfg perspective.